Event description:
Caller states that the lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.